Manufacturer narrative:
(B)(6). Initial reporter zip code: unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 syringe 0.5 ml 30ga 8 mm had incorrect label information. The following information was provided by the initial reporter: no lot number = 1 sp.

Manufacturer narrative:
H6: investigation summary: customer returned several images showing shelf cartons for 0.5ml, 30 gauge, 8mm syringes from lot 0307355. The cartons feature crumpled corners as well as a rough gash on the top corner of one of cartons. Additionally, one carton features a misprinted section of the lot, manufacturing, and expiration dates. The text is faint and illegible across this area. A review of the device history record was completed for batch# 0307355. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of shelf carton damage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 1 syringe 0.5ml 30ga 8mm had incorrect label information. The following information was provided by the initial reporter : no lot number = 1 sp.